Manufacturer narrative:
This product is manufactured in switzerland and is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -16.00/+1.50/094 diopter, in the patient's left eye. The lens was explanted due to low vaulting, refractive surprise, lens opacity, significant reduction of endothelial cell counting or significant endothelial cell loss, glare/haloes, and blurred vision. The patient underwent phaco-emulsification and iol implantation. The lens was exchanged for a longer lens and the problem was resolved.